Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 523mg/dl and diabetic ketoacidosis on (B)(6) 2019. Customer treated with insulin drip and current blood glucose was 528mg/dl. Customer stated that they had high blood glucose as insulin pump running out of insulin. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.